Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was set to non-profile mode. A technical support specialist (tss) reviewed station configurations and identified that nos1north was set as a non-profile station, while nostower1 was configured as a profile station, explaining the difference in medication display and absence of patient-specific orders. Guidance was provided that profile mode changes required account executive approval and must be completed by dispensing professional services (dps). Account executive later coordinated with the customer, and approval was obtained to proceed, after which the customer agreed to close the case. The system functioned as intended after the technical support specialist guided the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medications were not visible on the patient profile; instead, all medications displayed on the screen were not patient specific and appeared grayed out. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.